Event description:
This machine is a terrible design. The user experience is dreadful. It has context sensitive controls which are easy to make mistakes in entering data. The lines can be clamped by the door and stop the machine from working and the only way to figure out how to fix it is to call technical support. The manual for changing things like time gives faulty instructions. It is easy to confuse the line and misconnect them and the line fall out of the holder. It claims to have completed drain when it hasn't and leaves as much as half a liter in the patient. No explanation is given for manual drain. There is no way the patient can see the downloaded data. The arms are often numbers and inscrutable. The drain line is too short.

Event description:
Additional information received from reporter on june 12th 2023 for reporter number mw5118326: the baxter claria homechoice is a defective product the incidence of periodonitis is assured with its use. That is there is a certainty that users will become infected. It is badly designed. It repeats instructions such as close clamps. It uses the stop button inconsistently which leads to mistakes in use. Last night with a new prescription I was asked to enter the concentration of dialysate but it would not accept the concentration. I called baxter and they told me to ignore this. The machine takes days of training because its design is so poor and the process is fraught with the potential for error. Since it is so poorly designed you wait on hold for long periods of time for technical support, only to discover that the representative can't answer the question. The government pay (B)(4) billion dollars a year for dialysis treatment it seems it should be able to demand better equipment. This machine because of all its defects would be withdrawn from the market. Baxter makes a newer version which apparently fixes some of these problems. This is addition to the previous report I sent. The machine also often does not remove all the dialysate from the patient and manual drain needs to be used but this is never explained, leaving the patient with excess fluid in their periodontal cavity which is a health risk, especially for diabetics since the dialysate has glucose which filters back into the blood stream increasing blood glucose levels. The manual is extremely long and largely incomprehensible. It is poorly organized and many of the instructions do not work. There is no machine readable or searchable manual. This product needs to be recalled. Davita and other clinic should be required to use newer equipment rather than using a poorly designed 20 year old design.